Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6); product type recharger product ID 97755; serial# unknown; product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharge antenna failure, no device found. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) said they had been having trouble charging their ins for the last 2-3 days. Pt said they will try to recharge but it would display recharge with no quality listed next to it. Pt then said it may tell them to reposition the recharger therapy manager (rtm) and once they get it connected, it may take them 30 minutes to start a charging session. Pt mentioned seeing an error message but did not have screen details.  Patient services (pss) walked pt through removing the battery pack (pt blew into controller port), plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing (controller 70%, ins 40%). Pt then saw no device found and started a passive recharge mode (prm). During prm, the numbers were jumping around from in the 80s to the 20s, to 0 and the  recharger (rtm) paddle was getting hot. An email was sent to the repair department to replace the device. No symptoms were reported. Additional information was received on (B)(6) 2022. Patient mentioned they were using the replacement recharger antenna (rtm) to charge their implanted neurostimulator(ins) and got "recharging interrupted" frequently and could not charge their implanted neurostimulator(ins). During the call, the pt initiated a charging session of their ins with a recharge quality of excellent. Ins incremented up to 40% during the call. The troubleshooting steps taken on the call resolved the issue.